Event description:
During a maintenance, a maquet field service technician (fst) found the spring arm of the pwd300 not correctly attached to the main arm. No injuries were reported. (B)(4). Reference manufacturer report number 9710055-2013-00039.